Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and raised skin irritation from the lifevest. The patient reported that garment was too tight and digging into her skin. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician who advised the patient to use a cream or ointment on the affected area. The patient saw her pharmacist who recommended using over the counter, aquaphor cream. Follow up indicated that the cream is helping the skin irritation.